Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During preparation for the procedure, the catheter was found kinked out of the package.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.